Event description:
It was reported that the wheel fell off of the device and end user fell, fracturing her arm.

Manufacturer narrative:
It was reported that an end user fell while using the rollator. The details of the incident are vague. The end user states the wheel had previously fallen off, but she continued to use it. The wheel is bent, but we do not know when this occurred. When she fell, she fractured her right arm. The arm was then placed in a sling. The sample was elevated. It was confirmed that the right front caster dislodged from the frame. The frame insert is damaged on the threads. The caster bold is slightly worn and bent.